Manufacturer narrative:
Customer reported that an rt12 rotor was broken into pieces on their statspin vt unit and those pieces were contained inside the unit. There was no report of exposure to the operator or impact to patient results. The unit is not available for further evaluation as the customer discarded the unit.

Event description:
Customer reported the rotor broke apart.